Event description:
Synovitis. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk with osteoarthritis (grade 3, no prior effusion). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous use of synvisc (it was reported that the age of the pt at the time of first synvisc injection was (B)(6)). On an unspecified date, the pt initiated treatment with second course of first intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in right knee. The lot number for synvisc was not provided. On an unspecified date, the pt received second synvisc injection. On (B)(6) 2001, the pt received third synvisc injection in right knee. On (B)(6) 2001, the pt experienced synovitis in right knee for which the pt received treatment with intramuscular celestone (betamethasone), at a dose of 02 cc. On (B)(6) 2001 (after 24 hours), the pt recovered from the event of synovitis of right knee. Concomitant medications were not provided. The intensity for the event was assessed as mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related. Follow-up information was received on (B)(6) 2013, and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.